Event description:
A malfunction alarm identified as malf 12 occurred, and the pump displayed a "high" reading for the customer's blood glucose level. There was no specific value provided for the blood glucose level. The customer used the pump to administer a correction bolus to address the high blood glucose. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction did not recur.